Manufacturer narrative:
The field service engineer (fse) observed worn tubing between feed-thru fittings ff173 to ff183 on pinch valve pv49. The fse replaced the tubing and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported an undetermined amount of cleaner solution leaked onto the counter during samples analysis involving the coulter lh 500. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.